Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found that the entire lead was returned in two pieces. Lead-to can insulation abrasion breaching outer insulation and exposing outer coil was noted at 32.8 cm to 33.3 cm from the distal tip. Insulation abrasion are consistent with constant friction with another implantable device exposed outer coil was found proximal to suture sleeve impression region. (B)(4).

Event description:
This report is to advise of an event observed during analysis.